Manufacturer narrative:
Stroke the clinical details note that there was a stroke. In order to make a cause determination, all of the clinical details outlined would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. High or saturated pump flow the clinical details note that there was saturated pump flow. No data logs were returned. The returned product did not have clear biomaterial on the impeller or in the purge gap. There were no other damages noted with the device. The purge gap had dried dextrose in it and on the impeller and when the pump was purged and ran there was slight saturation but that shortly subsided and flows were within specification. Due to lack of sufficient clinical details, no data logs returned, and there was no defect found on the returned product, the root cause of the issue cannot be established. Impella passed all post sterile inspection checks.

Event description:
The complainant reported that the patient experienced saturated pump flow during impella support, followed by a clinical stroke event. No additional device-related issues were reported in association with the occurrence.

Manufacturer narrative:
B1: added product problem, omitted in the initial in error.